Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose of 450 mg/dl and insulin pump received no delivery alarm. Customer was treated with insulin pump. Troubleshooting was performed for no delivery alarm and customer was advised that changing the reservoir resolved the issue. Products will not be returned for analysis.

Manufacturer narrative:
Evaluated two open and used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, none were found. Ran occlusion test : reservoir filled with diluent and connected to a new infusion set. Installed reservoirs & connector into a paradigm pump, performed insulin pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not occluded.(B)(4).